Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. Analysis showed a warning message regarding the rv lead impedance on (B)(6) 2021. The eos status was activated on (B)(6) 2021. In eos mode all tachycardia-detection functions are disabled. The analysis of the shock holter data showed that an amount of 70 charging cycles was performed by the device within 100 min on (B)(6) 2021. As a result of that fast successive charging the eos battery status had occurred. The available iegms revealed that the large amount of charging cycles with shock deliveries resulted from the presence of noise in the rv channel. Based on the morphology of the noise signals, the integrity of the lead cannot be assured. There was no indication of an ICD malfunction.

Event description:
Patient in hospice received multiple inappropriate shocks from advisory device. Device found with battery voltage of 3.05v and was unable to change parameters or program device to off mode. Tachycardia therapy appears to be off. Device remains implanted. Should additional information become available, this file will be updated.